Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6945-65 lead, implanted: (B)(6)1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to increased counts to the sensing integrity counter (sic) and non-sustained tachycardia. Additionally, the right atrial (ra) lead impedance has been trending downwards. Finally, it was also noted that the implantable cardioverter defibrillator (ICD) appeared to be regularly exposed to sources of electromagnetic interference with noise exhibited in both electrogram vectors. The ICD, rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead had exhibited out of range (oor) high atrial impedance and was suspected to have low voltage fracture. The rv lead continued to exhibited elevated sic, and had also exhibited high rv threshold, noise and oversensing. The device system was explanted and replaced.